Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing was observed via remote transmission. Review of the egms revealed myopotential oversensing. Programming changes were discussed. The patient was stable.